Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 4 of 5 while the home patient (hp) was connected. There was nothing found during trouble shooting that would have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm and helped the hp clear it by turning the hc off and on. The hc then alarmed system error 2367, so the hp cycled the power again. The hc went back to "press go to start." The hp would finish with a manual bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.